Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during implantation procedure on (B)(6) 2017, the subject pacemaker (programmed in vvi mode at 70 min-1 with the rate response set to g sensor) was connected to the ventricular lead. As there was a significant amount of bleeding inside the pacemaker pocket, the pocket was eventually closed about 40 minutes after the lead-pacemaker connection. Upon interrogation after implantation, the sleep apnea monitoring (sam) function was reprogrammed from off to on. However, the rest rate was unexpectedly not displayed on the parameters screen. After about five minutes, it was reported that the pacing rate unexpectedly started to decrease. Upon re-interrogation, the rest rate was displayed at 50 min-1 on the parameters screen. It was therefore reprogrammed to 70 min-1. It was then confirmed that the pacemaker was pacing at 70 min-1 with no problems. The pacemaker check was finished and the patient was discharged to the hospital ward. Pacemaker check was performed on (B)(6) 2017. As normal behavior of the pacemaker was observed, the patient was discharged from the hospital. Preliminary analysis results showed that the reported behavior (rest rate not displayed when sam was reprogrammed from off to on) resulted from an incorrect management of the rest rate algorithm by programmer software.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during implantation procedure on (B)(6) 2017, the subject pacemaker (programmed in vvi mode at 70 min-1 with the rate response set to g sensor) was connected to the ventricular lead. As there was a significant amount of bleeding inside the pacemaker pocket, the pocket was eventually closed about 40 minutes after the lead-pacemaker connection. Upon interrogation after implantation, the sleep apnea monitoring (sam) function was reprogrammed from off to on. However, the rest rate was unexpectedly not displayed on the parameters screen. After about five minutes, it was reported that the pacing rate unexpectedly started to decrease. Upon re-interrogation, the rest rate was displayed at 50 min-1 on the parameters screen. It was therefore reprogrammed to 70 min-1. It was then confirmed that the pacemaker was pacing at 70 min-1 with no problems. The pacemaker check was finished and the patient was discharged to the hospital ward. Pacemaker check was performed on (B)(6) 2017. As normal behavior of the pacemaker was observed, the patient was discharged from the hospital. Preliminary analysis results showed that the reported behavior (rest rate not displayed when sam was reprogrammed from off to on) resulted from an incorrect management of the rest rate algorithm by programmer software.